Event description:
Upper 60¿s male with history of hypertension, chronic obstructive pulmonary disease (copd), cardiac stenting and recent chest pain. Admitted for heparin bridge in preparation for surgical myocardial revascularization. Heparin drip initiated. Entire bag (250cc) infused in 1 hour. Activated partial thromboplastin time (appt's) and patient monitored closely, bedrest, echocardiogram for ejection fraction (ef). Without known complications at this time. 2 files available but not attached. Logs run to identify faulty sensor. Rate of flow was entered correctly. Alaris pump, pump #8100, serial #(B)(4). Device taken out of service log audit performed and determined that there was a faulty sensor. Sensor was changed out and kept out of service. Confirmation-pump has no alarm or notification in any way to notify user of failure. Why is there no alarm when the pump is not functioning appropriately? Please refer to previous medsun report: (B)(4). Sensor failed on this report as well.

Event description:
Upper 60¿s male with history of hypertension, chronic obstructive pulmonary disease (copd), cardiac stenting and recent chest pain. Admitted for heparin bridge in preparation for surgical myocardial revascularization. Heparin drip initiated. Entire bag (250cc) infused in 1 hour. Activated partial thromboplastin time (appt's) and patient monitored closely, bedrest, echocardiogram for ejection fraction (ef). Without known complications at this time. 2 files available but not attached. Logs run to identify faulty sensor. Rate of flow was entered correctly. Alaris pump pump #8100 serial #(B)(6). Device taken out of service log audit performed and determined that there was a faulty sensor. Sensor was changed out and kept out of service. Confirmation-pump has no alarm or notification in any way to notify user of failure. Why is there no alarm when the pump is not functioning appropriately? Please refer to previous medsun report: (B)(4). Sensor failed on this report as well.